Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.

Event description:
On (B)(6) 2023, patient underwent treatment for a thoracic dissection utilizing gore® tag® thoracic branch endoprosthesis (tbe-tac083715a) and gore® tag® conformable thoracic stent graft with active control. Fsa reported patient's anatomy was problematic, was too small, and there was no healthy landing zone. Physician was not able to obtain a good seal on the tbe device (tac083715a) during initial implant procedure. A type 1 leak was identified and physician decided to monitor this leak. On an unknown date, a CT scan was performed which revealed the same type 1 endoleak, with no changes or signs of improvement. On (B)(6) 2023 patient underwent reintervention surgery due to this type 1 endoleak. Patient tolerated procedure.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.